Manufacturer narrative:
Combination product: yes. Update 19. Aug 2025: this lead has now been replaced (but not extracted). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 recorded the stable pacing impedance around 480 ohms and the gradually increasing shock impedance from an initial 50 ohms to 70 ohms. The analysis of the provided iegm freeze episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing leading to pacing inhibition was noted. A reprogramming is under consideration.

Manufacturer narrative:
Combination product: yes.